Manufacturer narrative:
The reported issue was confirmed based on a video provided by the distributor; however, the root cause could not be determined from the video.

Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.